Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported anchor could not be placed - no "grip" in the vessel. The following information was provided by the user facility: right femoral artery puncture. Patient was hospitalized due to event. Patient hospitalization was not extended due to event. Patient did not require surgical or medical intervention due to event. Manual compression was done for 15 minutes to achieve hemostasis. Patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. It was stated in the initial report that the device was not available for return. The device is available and has been returned. Section has been updated to reflect the device return. One used 6 fr angio-seal sts plus device was received for product evaluation. No accessory components were received for evaluation. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the full forward lock position. The anchor was found dangling at the distal tip of the hemostatic sheath as would be expected. Since the device cap was not in the rear lock position, the device was subjected to functional testing. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout as the anchor was not posted. However, the device cap was not in the rear lock position as is needed for the anchor to post at the appropriate angle to catch the arteriotomy. The IFU has clear steps to move the device cap into the rear lock position prior to pulling the anchor against the arteriotomy wall. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.